Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during collection with 2 bd vacutainer® flashback blood collection needle leakage occurred. There was no patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: phase: during blood collection defect: the rubber plug at the back end of the blood collection needle, blood leakage from the connection with the blood collection tube quantity: 2 impact: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with 2 bd vacutainer® flashback blood collection needle leakage occurred. There was no patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: phase: during blood collection defect: the rubber plug at the back end of the blood collection needle, blood leakage from the connection with the blood collection tube quantity: 2 impact: no other adverse effects on patients